Manufacturer narrative:
S/w ver. 5.2a. Retainer ring = black. Case type = ngp. On (B)(6) 2023, the customer reported stuck button alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. The unit was received with a battery cap inserted into the reservoir compartment. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. The unit passed displacement and self tests. No stuck button alarms occurred; however, the middle (enter) keypad button needed to be pressed hard to get a response during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that 10+ 61=stuck key alarms occurred on 03/21/2023 from 01:12:22 to 03:29:29. The case was cut open. After visual inspection, there is some corrosion underneath the dome switch of the middle (enter) keypad button. In summary, the customer¿s report of stuck button alarms was not confirmed since none of these alarms occurred during testing. The unit does not meet spec due to corrosion underneath the dome switch of the middle (enter) keypad button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. Up arrow button was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer pressed buttons for 3 minutes or longer. The customer discontinued the use of the device and was returned for analysis.